Event description:
Event description guidant received information that this right ventricular lead required repositioning due to intermittent capture. During the revision procedure, the helix jammed and would not extend. The lead was explanted, replaced and returned for analysis.